Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was having pain at the ipg site and difficulty communicating with the pc. Surgical intervention took place on (B)(6) 2023 where the pocket was relocated to address the issue. Effective stimulation was restored, and the rep confirmed the device was able to connect.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.